Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 325cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient identifier was inadvertently reported as "ni" under previous initial submission, and has been correctly updated on this form under field a1 as the information is known. Also, address information was incorrectly populated under field e1.initial reporter last name. It has been correctly updated on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4), a1.patient.identifier, and e1.initial.reporter.last.name

Manufacturer narrative:
On april 20, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile on both sides, and experienced bilateral breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503420; serial number (B)(4), and catalog number 3503420; serial number (B)(4) on (B)(6) 2021. Date of implant has been updated from reported (B)(6) 2005 to (B)(6) 2005 since manufacturing date of the reported lot number 5595254 is (B)(6) 2005 per manufacturing record evaluation (mre) completion. Supplemental report will be submitted if additional information is received. This report is for the patient¿s right-sided device.